Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of dislodgement during tether mode were not confirmed. Visual inspection showed that the outer helix was within specification. Tether button hole diameter was measured and found within specification. Electrical features including telemetry and impedance measurements were analyzed and the device exhibited normal electrical characteristics without any anomalies. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported the patient presented for implant procedure. During surgery, the atrial leadless pacemaker (lp) dislodged twice during tether mode. The physician abandoned the implant attempt. The patient was in stable condition.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of dislodgement during tether mode were confirmed. Visual inspection showed that the outer helix was within specification. Tether button hole diameter was measured and found within specification. Inner helix was measured and found to be compressed. The compressed inner helix may have contributed to the dislodgement event noted in the field. Further analysis was performed and no other anomalies were noted. A potential manufacturing process anomaly may have occurred, which resulted in the inner helix compression. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.